Event description:
Boston scientific received information that during an elective explant for normal battery depletion, difficulty was exhibited during the retraction attempts of two setscrews, while the remaining setscrews were retracted as intended. It was reported the supplied torque wrench failed to exhibit the sufficient torque capability, to successfully loosen the setscrews. As a result, the physician elected to cut the right ventricular and right atrial leads from the header, thus eliminating their potential for reuse. The following day, the cut leads were extracted and all products are intended to be returned for a post market assessment. No additional adverse patient effects were reported and implant of new products, communicated as successful in the absence of further complications.

Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This atrial pacing lead was returned in two segments, and was severed 30 mm from the terminal pin. A portion of the lead was missing. The terminal pin was within the device port upon receipt. Explant/extraction damage on the distal section included melted insulation from electrocautery, cuts in the insulation, stretched conductor coils, and a stretched helix. No electrical testing could be performed, due to the condition of the lead.